Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system had a red alert due to an abrupt change in right ventricular (rv) lead impedance measurements in the past seven days. There was a spike in rv impedance measurements up to 1,358 ohms. Technical services discussed how the alert is triggered. Ts also provided troubleshooting and programming options. At this time, the device and this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).